Manufacturer narrative:
Medwatch received from FDA ((B)(4)) on 6/10/2020 for medwatch that the customer filed related to a cautery blade that touched a metal retractor during a surgical procedure. Patient incurred a small burn. Upon further investigation and additional information received from the facility, the reporter states, "a small burn was noted distal to the incision with an approximate size of a pencil eraser. Derma-bond was placed at the site". The reporter is unable to report at this time how the patient is doing. There are no pictures, and the sample is not available for return and evaluation. Therefore, a true root cause could not be determined at this time. There is no further information at this time. Due to the report of a burn, this medwatch is being filed. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported a cautery blade touched the metal retractor during a surgical procedure. Patient incurred a small burn.